Event description:
Per the clinic, the patient experienced an infection over the mastoid site and drainage at incision site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient was hospitalized (date not reported) and treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the recipient underwent surgical debridement of soft tissue and cleaning beneath the receiver stimulator on (B)(6) 2025 due to a localized infection. The receiver stimulator was re-secured in place without disturbing the electrode array, and the facial recess was not entered during the procedure, the affected rea was thoroughly flushed, and the infection was successfully cleared.